Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after the implant procedure, a pneumothorax was detected on the left lung. The event resulted in prolongation of existing hospitalization and a surgical procedure to place a thorax drain. The drain was removed six days later. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.